Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that patient had loss of stimulation and ins being turned off on the morning of (B)(6) 2017 was due to the cable on the power regulator was broken. It was also reported that patient weighed (B)(6) at the time of the event.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there was a poor communication screen on the patient programmer (pp) for the past 2 weeks with the antenna attached. The patient was not feeling stimulation since the morning of the report because therapy was turned off. The patient was able to turn stimulation on and increase stimulation with the pp directly on the ins site. A replacement antenna was sent. No complications were reported/expected.